Event description:
Information received indicates the right head siderail will not latch.

Manufacturer narrative:
The technician found the internal stops were broken. The technician replaced the siderail to repair the bed.